Manufacturer narrative:
Product complaint # (B)(4). Batch # r58f4c. Additional information received: immediate post-op care did not change as a result of this event. But, 10 days later, it was found on CT that he had a perforation/leak of the sigmoid colon. During subsequent surgery to repair the rectal stump, the surgeon noted: ¿the colorectal anastomosis was visualized. There was also a small serosal tear seen on the colon just proximal to the anastomosis. The proximal margin of transection was identified just above that serosal tear. A 1-cm hole was noted at the top of the rectal stump, just next to the staple line.¿ patient eventually had a 3rd surgery for rectal stump revision and colostomy creation. Upon review of the information provided that the patient had postoperative complications requiring intervention, therefore the file meets the FDA defined criteria of a serious injury. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can further information be provided on the shape of the staples and specific locations of the staples that were ¿not fully clinching down¿? Following the handsewn anastomosis, was a leak test performed? If so, what type and what was the result? The initial report indicated the anastomosis was handsewn. Can you please confirm what staple line was being referenced in the postoperative report that ¿a 1-cm hole was noted at the top of the rectal stump, just next to the staple line¿? What was done during the second surgery? Does the surgeon believe the postoperative tear/hole is related to the ecs33a device? What were the indications for the third surgery? What was the date of the third surgery? Has the colostomy been reversed or will it be reversed? What is the current status of the patient?

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the ecs33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. Device returned was confirmed to have an uncut washer.¿ device batch information was reviewed and it was confirmed to be manufactured within bounding time period of the field action, however based on review of manufacturing records, it was not confirmed to exhibit behavior associated with the field action the device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any changes in the post-operative care of the patient? Were there any patient consequences? (B)(4).

Event description:
See user facility medwatch.